Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure had been migrating through body') in a female patient who had essure (batch no. 808911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy menstrual pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), panic attack ("panic attacks"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), headache ("headaches"), myalgia ("muscle pain") and osteoarthritis ("severe arthrosis") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, heavy menstrual bleeding, panic attack, amnesia, disturbance in attention, headache, myalgia, hormone level abnormal and osteoarthritis outcome was unknown. The reporter considered amnesia, device dislocation, disturbance in attention, dysmenorrhoea, headache, heavy menstrual bleeding, hormone level abnormal, myalgia, osteoarthritis and panic attack to be related to essure. The reporter commented: many of the symptoms disappeared. Despite the fact that she still suffers from memory loss, she is now doing better. Manufacturing release date reported via lawyer: 11-jan-2011 lot number: 808911 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: imdrf-FDA synchronization. New reporter (an other lawyer) was added. Manufacturing release date reported via lawyer: 11 january 2011 we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure had been migrating through body') in a female patient who had essure (batch no. 808911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("heavy menstrual pain"), menorrhagia ("heavy menstrual bleeding"), panic attack ("panic attacks"), amnesia ("memory loss"), disturbance in attention ("problems concentrating"), headache ("headaches"), myalgia ("muscle pain") and osteoarthritis ("severe arthrosis") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, panic attack, amnesia, disturbance in attention, headache, myalgia, hormone level abnormal and osteoarthritis outcome was unknown. The reporter considered amnesia, device dislocation, disturbance in attention, dysmenorrhoea, headache, hormone level abnormal, menorrhagia, myalgia, osteoarthritis and panic attack to be related to essure. The reporter commented: many of the symptoms disappeared. Despite the fact that she still suffers from memory loss, she is now doing better. Lot number: 808911 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter, essure indication, stop date and events heavy menstrual pain, heavy menstrual bleeding, essure had been migrating through body, panic attacks, memory loss, problems concentrating, headaches, muscle pain, hormonal problems and severe arthrosis added. Event foreign-body material has been removed deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 808911) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 808911, manufacturing date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 808911) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: the follow information were added: address on reporter information (consumer), event foreign-body material has been removed; on products device removal was exchanged from no/ unknown/ not reported to yes; event injured person to claim damages was deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.